Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor siltex round moderate profile 425cc saline prosthesis, lot: 185318, catalog: 3542670. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor siltex round moderate profile 425cc saline prosthesis. Deflation on the left breast and right prostheses was diagnosed post procedure through a physical examination. As a result, the patient is scheduled for breast prostheses explant on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
Mentor received additional information on 6/14/2018: the patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 490cc gel prostheses on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor siltex round moderate profile 425cc saline prosthesis. Deflation on the left breast and right prostheses was diagnosed post procedure through a physical examination. As a result, the patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 490cc gel prostheses on (B)(6) 2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. White and yellow material was observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.6 cm within an area of siltex cracking on the posterior view. Additional siltex cracking was observed also on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. The device history record (DHR) of lot number 177474 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however. Manufacturer¿s reference number: (B)(4).